Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: one unit was received for evaluation. Visual inspection of the returned unit confirmed the presence of foreign matter inside the syringe barrel. The foreign was identified as a portion of the plunger rod, which was broken. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusion: bd was able to confirm the reported incident based on the provided sample. (B)(4).

Event description:
The customer found an orange plastic fragment between the tip and the stopper of the bd 20ml enteral syringe.